Manufacturer narrative:
(B)(4). (Epithelial ingrowth).the clinic is reporting this adverse event only and did not request or require field service or clinical support. Customer indicated that it is a known issue. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported that a laser vision correction patient presented with epithelial ingrowth in left eye post treatment. Flap had to be re-lifted to remove the epithelial ingrowth.